Event description:
It was reported that this implantable pacemaker recently declared an error message. The physician subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.